Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer assumed he loaded racks into an incorrect lane configuration, causing the issue. However, the customer stated that after diligently loading unspun samples in the correct lane, the issue repeated. The customer was unable to provide samples ID's. The ccc connected to the vision tube inspection module (tim pc) and reviewed images. Ccc did not find a sample that was capped but designated uncapped by the tim. Ccc was unable to determine, without a sample ID, if a sample was loaded in the wrong lane type or if it was misread by the tim. Ccc remotely restarted the tim pc and the customer agreed to monitor. Upon follow up, the customer stated the issue has not repeated and no further follow up was needed. The cause of unspun samples being routed for analysis is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on patient samples, loaded onto the aptio automation system. Patient samples were loaded onto the track as routine (capped and unspun). Unspun samples were de-capped then routed to the analyzers and aspirated, without being spun. The operator stated that the results obtained were unbelievable and were not reported to the physician(s).the tubes were spun and processed, and results were then released. There are no known reports of patient intervention or adverse health consequences.